Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise module, all electrodes and mc (modular chemistry) sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous ise (ion-selective electrode) patient results, along with high anion gap were generated on the unicel® dxc 600 pro synchron system. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.